Event description:
It was reported during an electrophysiology procedure, while pacing the patient with the ep4 stimulator, the cycle length was changed by the user from 280 ms to 270 ms when the user noted a pacing impulse was inappropriately delivered 120 ms after the previously paced beat. The recording system displayed no capture from the impulse delivered but a pacing spike was noted. The system then began pacing at 270 ms as programmed by the user and the procedure continued with no consequences to the patient.

Manufacturer narrative:
The case study has not been received for analysis. Upon receipt and completion of the failure analysis of the case study, a supplemental report will be filed.